Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. However, blood and contrast medium was found in the inflation lumen. A severe kink was found close to the guidewire exit port. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent is severely deformed over its entire length. The origin of the blood and the contrast medium could be identified as a leakage at the severe kink, which was shown to be induced secondary. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous lad. After predilatation it was attempted to advance the stent to the target lesion but it dislodged from the balloon. Eventually 3 different snares were used to capture the stent.